Event description:
Procedure: gastric bypass. According to the information as reported to the company, the stapler cut, but did not staple the stomach. The surgeon had to use manual suture on the stomach. This resulted in an increased surgery time. The patient went to recovery, however, the following day, the patient needed additional intervention due to an abscess and was then transferred to the intensive care unit due to tachycardia and hypotension. Subsequent to this, the patient expired, however, the dod is not known.